Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was observed during visual evaluation. The malfunction was attributed to a disconnected jumper wire (self test wire) from the foam sandwich construction, allowing the wire to protrude from the electrode. All onestep electrode must pass the continuity test during the manufacturing process prior to being released. Therefore, it was determined that the self test wire was disconnected post opening the packaging. A replacement set of electrode pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.